Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) in an adult female patient who had essure (batch no. 626623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization, dysmenorrhea, menorrhagia, obesity and uterus enlarged. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), urinary tract infection ("uti, vag. Discharge"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia had resolved and the dysmenorrhoea, dyspareunia, back pain, urinary tract infection, vaginal discharge, alopecia, headache and weight increased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob. Discrepant information about essure removal in pfs : essure removed? No discrepancy noted in date of insertion (B)(6) 2008, and date of removal (B)(6) 2013(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted, specify (unspecified). Bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received: lot number, medical history, patient aka name, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia, obesity and uterus enlarged. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), headache ("headaches"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti, vag. Discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia had resolved and the dysmenorrhoea, dyspareunia, back pain, headache, vaginal discharge, urinary tract infection, alopecia and weight increased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob. Discrepant information about essure removal in pfs : essure removed? No. Discrepancy noted in date of insertion (B)(6) 2008, and date of removal (B)(6) 2013 (as per medical records). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted, specify (unspecified)/ bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), urinary tract infection ("uti, vag. Discharge"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia had resolved and the dysmenorrhoea, dyspareunia, back pain, urinary tract infection, vaginal discharge, alopecia, headache and weight increased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob. Discrepant information about essure removal in pfs : essure removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) conducted, specify (unspecified). Bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated dyspareunia (painful sexual intercourse), dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), vag. Discharge, hair loss, headaches, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.